Event description:
It was reported that the pt experiences muscle stimulation in the neck at low pulse levels. The pt had had similar symptoms (facial, nerve stimulation) with c40+ 24988. Pt was reimplanted pulsarci in 2005 on the contralateral side. Please refer to MFR report 9710014-2003-00096.